Manufacturer narrative:
(B)(4). Results, conclusion: device not inspected prior to use.

Event description:
An attempt was made to deploy a 3.5mm diameter x 24mm length endeavor rx drug-eluting coronary stent in a patient. However, when the relevant device was delivered to target lesion, ivus confirmed that the stent was not mounted on the delivery system balloon. It was reported that the relevant stent was attaching to the sheath and it was deformed (completely stretched). No abnormalities were noted during preparation of the device and no resistance was noted when removing the protective sheath; however, no device pre-check was performed. The procedure was completed using another endeavor rx stent. The patient is reported to be fine post procedure.